Manufacturer narrative:
Device investigation details: information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 30944446l and no internal action related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a non-ischemic ventricular tachycardia (isvt) - left ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered cardiac tamponade requiring pericardiocentesis and prolonged hospitalization. It was reported that patient developed pericardial effusion after transseptal puncture. First symptoms were chest pain and nodal rhythm followed by low bp and nausea. Echo confirmed pericardial effusion and pericardial puncture was performed. Approximately 400 ml of blood was extracted from the pericardium. This led to immediate cessation of symptoms and patient is currently recovering without any complications. Surgery was delayed due to the reported event for 60 minutes and ultimately procedure was aborted. Procedure was not successfully completed. Patient was awake throughout. Additional information was received indicating the adverse event was discovered during use of biosense webster products, during the ablation phase. The physician¿s opinion on the cause of this adverse event is that it was procedure related. Patient required extended hospitalization because of the adverse event because he had to stay in until the pericardial effusion was gone. An ngen generator was used in this case with correct catheter settings were selected on the generator and the pump was switching was from ¿low¿ to ¿high¿ flow during ablation. No error messages observed on biosense webster equipment during the procedure. No evidence of steam pop. Irrigated catheter was used in the event, the flow setting was standard for thermocool® smart touch® sf bi-directional navigation catheter settings. Force visualization features used was graph, dashboard, vector and visitag. Visitag module was used, parameters for stability used was ¿3 ms, 3 mm, force over time (fot) 3 g in 25% of time, tag size 3.¿ no additional filter used with the visitag. Time was used but not sure. An abbott brk needle was used for transeptal puncture. Prior to noting the cardiac tamponade, ablation had already been performed.